Event description:
Caller reported aviva system blood glucose results. All results mg/dl: 12:26pm - 80 12:23pm - 154 12:20pm - 72 12:14pm - 101 12:09pm - 63 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.